Event description:
It was reported that the patient had complaints of (c/o) fatigue and had their hemoglobin and hematocrit (h/h) drawn on (B)(6) 2021. Their hemoglobin (hgb) was 6.8 and was told to go to the emergency room (ER) and was admitted. A colonoscopy revealed 2 actively bleeding dieulafoy lesions the transverse colon. They were treated with hemostatic clips and epinephrine and given 2 units of packet red blood cells (prbc's) during their hospitalization. Their hgb was 10.4 on (B)(6) 2021 and the patient was discharged home.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.